Manufacturer narrative:
Revision to the initial MDR in block b5 event description and this supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that the physician had difficulty placing the lead and the helix was no longer extending after being extended multiple times. Also, this lead was disposed by the hospital. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.